Event description:
It was reported that the barcode on the label of nrg transseptal needle is not legible. No patient was involved. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.